Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: ddbc3d1 ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was exhibiting oversensing/noise and short v-v intervals. It was thought the rv lead was possibility fractured. The rv lead was reprogrammed off and explanted/replaced. During the procedure after the rv lead was explanted/replaced, it was found that the patient¿s right atrial (ra) lead was exhibiting low pacing impedance, would not measure p-waves, and the physician could not pass a stylet through it. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient experienced a lot of pain related to the event. No further patient complications have been reported as a result of this event.